Event description:
Customer allegedly received the following results on the aviva meter within 10 minutes: 324 mg/dl and 57 mg/dl. Customer was feeling weak about 20 minutes before the results and obtained a result of 43 mg/dl. Customer's daughter retrieved food and drink, and customer consumed them on her own. Customer then obtained the results above. No adverse event reported. No actions taken based upon meter results. Requested return of suspect device and strips, and replacement was sent.